Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The fiber was used for 35 minutes and 56 seconds, a total of 362 275 joules were used. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the saline functional test and the connector functional test. Microscope inspection of the fiber identified that the tip had severe debris adhesion indicative of heavy tissue contact. However, microscope inspection identified a distal circumferential fracture (cf) at the fiber tip. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The identified fiber tip damage is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the fiber tip damage. The instruction for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged forward firing.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The fiber was used for 35 minutes and 56 seconds, a total of 362 275 joules were used. The procedure was completed using another fiber. There were no patient complications reported.